Manufacturer narrative:
Correction: section b6.

Event description:
Additional information received indicated that the patient was admitted to the hospital with bacteremia. The physician did not state that the infection was procedure related.

Manufacturer narrative:
Further information requested but was not received. A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device or product.

Event description:
It was reported that the patient presented with atrial lead vegetation. The vegetation was visualized with transesophageal echocardiography. The physician explanted the entire system ¿ pacemaker, right ventricular lead, and atrial lead due to infection. The patient was in stable condition throughout the procedure.